Manufacturer narrative:
Unit passed displacement test, basic occlusion test, and prime/compromised force sensor system test. However, unit received with stuck in motor error alarm loop during bolus delivery. Motor position encoder error alarm confirmed in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motion sensor test failure alarm. Unit received with minor scratched display window, cracked case at display window corner, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The insulin pump rebooted, alarmed motor error again, and reset itself. In the alarm history a motor position encoder error and a motion sensor test failure alarms were found. Customer's blood glucose level was over 400 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.